Event description:
A report was received that the patient will undergo revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that no information can be obtained regarding the patient. No further course of action at this time.

Event description:
A report was received that the patient will undergo revision procedure for unknown reason.

Manufacturer narrative:
(B)(4)